Manufacturer narrative:
(B)(4). Further details, including but not limited to, the type of procedure involved, were not provided. It is currently not known if or how the device is associated with the effect to the patient or if impairment was temporary or permanent in nature. Additional information has been requested of the account but a response has not yet been received.

Event description:
According to the reporter; the suture thread disconnected from needle resulting in hearing impairment of the patient. Additionally it was also provided that no treatment was given.

Manufacturer narrative:
This report was confirmed to be a duplicate of (B)(4). The file will be closed out as a duplicate report. Please refer to (B)(4) (asr reportable) for all event information and any additional received information or updates.